Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: all available information was investigated and the reported inability to remove the gripper line from the clip delivery system (cds) and gripper line break could not be replicated in a testing environment. As the full gripper line was not received, and inspection of the gripper line confirmed a broken end, the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. It should be noted that the mitraclip nt system instructions for use (IFU) states: failure to establish gripper line removability prior to deployment of the clip may result in the inability to remove the gripper line. In this case, it is possible that the continuing with clip deployment, despite an unsuccessful gripper line removability test, contributed to the inability to remove the gripper line; however, as resistance was noted with the gripper line initially during the test, this cannot be confirmed. The gripper line break appears to be a secondary effect of the inability to remove the gripper line, and thus related to procedural circumstances. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions and due to the inability to remove the gripper line. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line, gripper line break and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. It was noted that while establishing gripper line removability, resistance was noted retracting the gripper line. The device continued to be used. During gripper line retraction, the line was pulled back approximately arms length when tension was felt. The other end of the gripper line was attempted to be retracted, but the gripper line could not be removed. The decision was made to leave the gripper line in place and remove the cds. After the cds was removed, the gripper line was attempted to be removed from the steerable guide catheter (sgc), but the gripper line broke. The gripper line was cut outside the anatomy and the remainder of the gripper line was left in the anatomy. One clip was implanted, reducing mr to 1. No additional information was provided.